Event description:
An attempt was made to advance an endeavor resolute rx stent to lesion in lad. There were no abnormalities noted prior to use of the device. The device could not cross the lesion which was reported to be severely calcified. One non-medtronic device failed to cross the lesion before the resolute stent. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The proximal balloon folds were opened and di sturbed. The stent was deformed and partially flattened. A number of the proximal segments were overlapping. A number of the mid segments were stretched and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation, failure to deliver stent), patient's condition affected effectiveness of device (vessel morphology), severe calcification. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology), severe calcification. (B)(4).